Manufacturer narrative:
No malfunction was reported. The product was not returned.

Event description:
A deep vein thrombosis was detected. The case was performed on a flat table as their normal procedure room was unavailable. Coumadin was prescribed.